Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 500 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they do not want to trouble shoot the issue at the time of the call and do not want to return the reservoir back for analysis. The customer was assisted with removing air bubbles from the tubing and was educated on how to decrease the chances for receiving air bubbles. The customer did not return the insulin pump back for analysis.

Manufacturer narrative:
Findings: unit passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. Unit functioned properly. Unit received with cracked reservoir tube lip and cracked battery tube threads.